Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A stain was found on the image. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a fuzzy image during a therapeutic linear endobronchial ultrasound procedure involving an olympus bronchofibervideoscope. There was a surgical delay of less than thirty (30) minutes. There was no patient injury reported.